Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3,000 ohms. Subsequently, a revision procedure was performed and this lead was partially abandoned and partially extracted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was returned severed with segments being received. There was calcification noted on the lead's mesh tip, almost completely covering the tip. Analysis testing confirmed high impedances due to the layer of calcification built up. This condition creates a non-conductive barrier between the lead mesh tip and the patient¿s heart tissue. As the calcification builds, the impedance will gradually increase over time. Prior testing has shown that as the calcification is removed, the impedance drops.